Event description:
It was reported that the patient passed away due to necrosis of the bowel.

Manufacturer narrative:
Patient weight requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Patient weight requested, no response was received. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the report of necrosis of the bowel resulting in death could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2022 due to necrosis of the bowel. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. Hm3 lvas, serial number (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information provided. The manufacturer is closing the file on this event.